Manufacturer narrative:
The field service engineer (fse) evaluated the device onsite and determined that the automated external defibrillator (AED) and pacer were functioning abnormally due to incorrect option settings. The fse reset the option key, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to user error. The reported problem was confirmed.

Manufacturer narrative:
(B)(6) a follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the AED and pacer was abnormal. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.